Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4606 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("there was a perforation of the left cornual region from the previously placed essure implant that was placed at another") and tubo-ovarian abscess ("this appeared to be possibly a tuba-ovarian abscess that had walled off") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy, abdominal pain, dysmenorrhea and menorrhagia. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required) and tubo-ovarian abscess (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2022 and hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2022. The reporter considered tubo-ovarian abscess and uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: fluoroscopy was performed. Distention of the uterus with sterile radiopaque contrast confirms occlusion of both fallopian tubes. [Pathology test] on (B)(6) 2022: pre-op diagnosis: menorrhagia with regular cycle, thickened endometrium, final diagnosis. A) uterus, cervix, bilateral fallopian tubes, resection: negative for malignancy, secretory endometrium, unremarkable myometrium, cervix and fallopian tubes. B) left para-ovarian lesion, resection: negative for malignancy, hemorrhagic ovarian tissue with features most consistent with a hemorrhagic luteal cyst. Gross description: the right fallopian tube measures 5.5 cm in length with a 0.5 cm diameter. A fimbriated end is not identified grossly. The left fallopian tube measures 6.5 cm in length with a 0.5 cm diameter. A fimbriated end is present and unremarkable. In both right and left fallopian tubes there are two essure coiled devices. Specimens: a) uterus, cervix, bilateral fallopian. Menorrhagia with regular cycle, thickened, endometrium. B) ovary, left paraovarian lesion [ultrasound scan vagina] on (B)(6) 2011: normal pelvic ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("there was a perforation of the left cornual region from the previously placed essure implant that was placed at another") and tubo-ovarian abscess ("this appeared to be possibly a tuba-ovarian abscess that had walled off") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy, abdominal pain, dysmenorrhea and menorrhagia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4606 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced tubo-ovarian abscess (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered tubo-ovarian abscess and uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 19-jan-2010: fluoroscopy was performed. Distention of the uterus with sterile radiopaque contrast confirms occlusion of both fallopian tubes. [Pathology test] on 12-apr-2022: pre-op diagnosis: menorrhagia with regular cycle, thickened endometrium. Final diagnosis: a) uterus, cervix, bilateral fallopian tubes, resection: negative for malignancy, secretory endometrium, unremarkable myometrium, cervix and fallopian tubes. B) left para-ovarian lesion, resection: negative for malignancy, hemorrhagic ovarian tissue with features most consistent with a hemorrhagic luteal cyst. Gross description the right fallopian tube measures 5.5 cm in length with a 0.5 cm diameter. A fimbriated end is not identified grossly. The left fallopian tube measures 6.5 cm in length with a 0.5 cm diameter. A fimbriated end is present and unremarkable. In both right and left fallopian tubes there are two essure coiled devices. Specimens: a) uterus, cervix, bilateral fallopian. Menorrhagia with regular cycle, thickened endometrium: b) ovary, left paraovarian lesion. [Ultrasound scan vagina] on (B)(6) 2011: normal pelvic ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event medical device removal is replaced with uterine perforation & tubo ovarian abscess . Surgical pathology report added. Reporter information & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4606 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.